Event description:
It was reported during testing that the device was losing power from its internal batteries and would not have been able to sufficiently been able to provide defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure was due to a filter, designator fl9 from the analog pcb assembly. There was confirmed process residue on fl9 and it also caused an internal battery, designator bt3, to become drained. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.